Manufacturer narrative:
Additional information received indicated the lead was removed following the patient death. The cause of death was requested and no additional information is available. Attempts for information were made with the physician and funeral home and no further information is available. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Distal continuity test result was failed. Performed destructive analysis and visual inspection of distal coil. Fractured was observed. Concomitant medical products: product ID 5076-45 lead, implanted: (B)(6) 2010. (B)(4).